Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient had deployment issues with 3 infusion sets, so did not received insulin that led to high blood glucose level of 600 mg/dl. The patient had not entered the cannula properly, so was also experiencing leaking around the site. Subsequently, the patient was hospitalized, took multiple daily injection thereafter and was diagnosed with diabetic ketoacidosis. Reportedly the ketones were high, and the patient received insulin and intravenous fluids as a corrective treatment which resolved the issue. The patient was hospitalized for four days. No further information available.